Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump delivered unintended boluses intermittently. Customer's blood glucose level was impacted (50 mg/dl). Low blood glucose level was treated by consuming carbohydrates. Review of pump data by tandem technical support showed that the user had entered, requested, and delivered the boluses in question. Customer discontinued use of the pump per health care provider recommendation and reverted to manual injections.